Event description:
It was reported that balloon rupture and vessel perforation occurred. The 75% stenosed target lesion was located in the mildly calcified and moderately tortuous unspecified vessel in the cubital region. The 7.0mm x 40mm, 75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated thirteen times. At first inflation, 18 atmospheres/60seconds was used, 2 atmospheres/60seconds during the second inflation, 20 atmospheres/60seconds during the 3rd and 4th inflation, 2 atmospheres/60seconds during the 5th inflation, 20 atmospheres/60seconds on the 6th, 7th and 8th inflation, 20 atmospheres/100seconds on the 9th inflation, 12 atmospheres/60seconds on the 10th inflation, 2 atmospheres/30seconds during the 11th inflation, 2 atmospheres/60seconds on the 12th and the balloon ruptured circumferentially during the 13th inflation at 2 atmospheres. It was noted that there was a vessel perforation. Manual compression was performed to achieve hemostasis. Since the balloon was unable to resheath into the introducer sheath, the device and the introducer sheath were completely removed together. The procedure was not completed to this event. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was received through a cordis sheath. The distal section of the balloon was visible protruding through the distal end of the sheath. A closer examination of the balloon identified a complete balloon circumferential tear. The tear was located at approximately 6mm proximal to the distal markerband. The proximal section of the balloon tear was visible exiting the proximal end of the sheath. The shaft between the proximal and distal markerband was severely stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and vessel perforation occurred. The 75% stenosed target lesion was located in the mildly calcified and moderately tortuous unspecified vessel in the cubital region. The 7.0mm x 40mm, 75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated thirteen times. At first inflation, 18 atmospheres/60 seconds was used, 2 atmospheres/60 seconds during the second inflation, 20 atmospheres/60 seconds during the 3rd and 4th inflation, 2 atmospheres/60 seconds during the 5th inflation, 20 atmospheres/60 seconds on the 6th, 7th and 8th inflation, 20 atmospheres/100 seconds on the 9th inflation, 12 atmospheres/60 seconds on the 10th inflation, 2 atmospheres/30 seconds during the 11th inflation, 2 atmospheres/60 seconds on the 12th and the balloon ruptured circumferentially during the 13th inflation at 2 atmospheres. It was noted that there was a vessel perforation. Manual compression was performed to achieve hemostasis. Since the balloon was unable to resheath into the introducer sheath, the device and the introducer sheath were completely removed together. The procedure was not completed to this event. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).